Event description:
A health care professional reported that, during loading, the iol remained blocked in the cartridge after the plunger defectively engaged the lens. After taking out the lens from the cartridge, the iol was found with haptic detached. There was no patient contact. Another iol was used to complete the surgery on the same day. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.